Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance, far field r-wave (ffrw) over-sensing and over-sensing of noise, the latter, produced during movement and isometrics. The ra lead was reprogrammed off and the patient was referred for specialist consultation. The ra lead remains in patient. No patient complications have been reported as a result of this event.